Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown drug via an implantable pump for non-malignant pain. It was reported that patient is having issues with the controller connecting to the pump when requesting a bolus. Caller stated that they tried to walk the patient through clearing out the data on the ptm but every time the patient tries to connect to the pump it just says there is an error connecting. Caller is not sure if the patient hit the re sync button or something. Caller verified that patient is confirming that they have a bluetooth connection with the communicator but when they go to give himself the bolus it is not connecting. Caller mentioned that pt pump is tilted forward in the body a little bit so caller is wondering if that could be causing any issues. Caller stated pt was in for a refill yesterday and pt was able to get a bolus in office after the fill. Agent suggested that patient call patient services to have them walk him through the process of connecting to his pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.